Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however evaluation of the device is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, port was placed (B)(6) 2017 in right ij. Patient completed 6 rounds of taxol, cytoxan, and herceptin (every 3 weeks) and only 4 herceptin only treatments without any issues. When issues began regarding the port drawing blood and flushing very slowly, the port was removed and physician found a small 3 mm hole in catheter. Physician did not think the catheter was abutting another structure. No other central line in neck. Angle of the ij placement was not acute. The used device has been returned to angiodynamics.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse trend was identified. Returned for evaluation was one smartport with blue boot and catheter tubing attached to the port outlet tube. As received, the port contained bio material {blood} inside and out. The septum has multiple puncture marks. The catheter was measured (ID and od) and found to be within specification. The end user's reported complaint description of a hole in the catheter was confirmed, as there was a fracture in the catheter tubing at the 19.3cm mark. This fracture is located ~5cm from the port housing. Fracture is perpendicular to the catheter lumen and is located at the inside of a kink in the catheter tubing. This is indicative of a flexural fatigue failure of the catheter. (B)(4).